Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the returned battery cap had damaged threads and was unable to secure to the pump; therefore, the original complaint was duplicated. A test cap was used and was able to maintain power, but the pump continued to reboot. Unrelated to the original complaint, the battery compartment was cracked. There was moisture visible in the ir window. The leak test failed due to the battery compartment crack and a crack in the casing. The pump was opened and moisture was found internally.